Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that the patient was revised because of femoral loosening.

Manufacturer narrative:
This complaint is being rejecting as a duplicate report number 1818910-2012-08633.